Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported by call that they were experiencing high blood glucose level over 400 mg/dl which was treated by manual injection. Customer was using auto mode on insulin pump. Customer declined troubleshooting for high blood glucose level. Device will not returned for analysis.